Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs ipg site. Reportedly, the patient stated he had lost 35 pounds and now the battery was rubbing on his belt line. The patient stated he would like his scs ipg removed.